Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that after a lasik surgery, a pt did not have a satisfactory visual acuity in the right eye. According to the reporter, a "refraction was tried" but an increase of the visual acuity was not possible. After that, a form-stable lens was put on the eye, which increased the visual acuity. Additional info has been requested but not received to date.